Manufacturer narrative:
Analysis found that the cable of the device had both clips bent and parts were missing. Both washers on the clips were replaced and the device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the interface was not picking up the leads during the procedure. There was no patient impact.